Manufacturer narrative:
(B)(4). Date of initial report: 09/13/2016. Date of follow-up report: 11/03/2016 visual inspection of the incident device found the antenna shaft had been broken off the device. Functional testing could not be performed. Examination of the handle did not identify any anomalies. The investigation could not determine the root cause of the customer's report. Review of the device history records found the device was released meeting specifications.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a temperature alarm occurred with the antenna. The procedure had to be stopped without being able to treat the patient. There was no patient injury or harm.